Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing and pacing inhibition due to lead dislodgement. In addition, the patient went to the hospital due to syncope episode. This rv lead was explanted, replaced with the same model and will not be returned. No additional adverse patient effects were reported.